Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 507 mg/dl; cause was not known. Customer gave a bolus via the pump to address bg level and went to the hospital and was admitted into the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin and was released from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.